Event description:
The reporter stated that the surgeon attempted to insert an aa4203tl toric silicone lens. Prior to insertion into the eye the lens would not advance in the cartridge. The cartridge touched the eye, but the lens was not inserted. No pt injury.